Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb laser filter lifting. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module with drive pcb. In addition, our technician confirmed that the lcb (light carrying bundle) broken, the lg prong top broken, the insertion flexible tube buckled, the light guide cable buckled, the electrical pin connector corroded, the suction cylinder control body deformed, the insertion flexible tube dirty, the air/water cylinder control body dirty, the electrical pin connector dirty, the lg air/water socket cylinder dirty, the jet socket cylinder dirty, the lg suction cylinder dirty, the lg prong top loose, and the ccd module with drive pcb pixels; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.